Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes and provide additional manufacturer narrative. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that when the sound star eco catheter was connected to the piu and the echocardiograph, the catheter was not recognized on both the carto and the echocardiograph. The eco cable and the swiftlink were reconnected and the echocardiograph was rebooted but the issue continued. The eco catheter was replaced with an acunav catheter. When the acunav catheter was connected, the image was not displayed on the echocardiograph. When it was checked using another probe, it booted normally; however, the acunav catheter was replaced with the sound star eco catheter. The catheter was recognized on both the echocardiograph and the carto and the image was displayed normally. The procedure was completed with the sound star eco catheter. The procedure was completed without patient's consequence. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.